Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were cracked. An occlusion test was performed and the reported problem was duplicated; caused by a combination of motor assembly, worm gear, leadscrew and clutch halves that were old, dirty and worn out. The root cause was deemed to be normal wear, the pump was over 14 years old. Actions were taken to mitigate the reported issue: replaced main board, motor assembly, worm gear, leadscrew and clutch halves, replaced right and bottom cases, installed missing cable guard and light shield, recalibrated and tested per procedure; and all functional testing passed.